Event description:
The balloon was sticking to the stent. The target vessel was not tortuous, and was not calcified. No problems were encountered while loading the device on the guidewire, or prepping the balloon. The balloon was inflated three times (pre, implant, and post) for 40 seconds. The physician was able to remove the balloon after inflating it the second time.

Event description:
Clincial study. During a coronary artery drug eluting stenting treatment procedure mild resistance was felt while deflating and withdrawing the balloon delivery system. The index procedure treated one target lesion. Target lesion 1 was a 80% stenosed region of the mid left anterior descending artery (lad). The physician predilated the lesion prior to placing one taxus liberte 3.0x38mm (lot 6943133) drug eluting stent. The balloon delivery system was inflated one time with a maximum pressure of 10 atm before withdrawal. The drug eluting stent was successfully placed and no pt complications were reported in association with this malfunction.